Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent oversensing on the right ventricular channel due to the patient being in atrial flutter. The oversensing resulted in the delivery of anti tachycardia pacing. Technical services (ts) provided programming recommendations. No adverse patient effects were reported. This device remains in service. Additional information was provided by the field representative. The patient was prescribed medication to prevent atrial arrhythmias, and the physician scheduled an atrial flutter ablation. Additionally, the right ventricular (rv) lead sensitivity was adjusted. Ts reviewed the shock lead impedance and measurements averaged around 100 ohms. The field representative reported the possibility of implanting a new lead or device. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent oversensing on the right ventricular channel due to the patient being in atrial flutter. The oversensing resulted in the delivery of anti tachycardia pacing. Technical services (ts) provided programming recommendations. No adverse patient effects were reported. This device remains in service. Additional information was provided by the field representative. The patient was prescribed medication to prevent atrial arrhythmias, and the physician scheduled an atrial flutter ablation. Additionally, the right ventricular (rv) lead sensitivity was adjusted. Ts reviewed the shock lead impedance and measurements averaged around 100 ohms. The field representative reported the possibility of implanting a new lead or device. No adverse patient effects were reported. This device system remains in service. Additional information was received. This ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device has not been returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve this device; however, a response has not been received yet. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent oversensing on the right ventricular channel due to the patient being in atrial flutter. The oversensing resulted in the delivery of anti tachycardia pacing. Technical services (ts) provided programming recommendations. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.